Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. The exact date of event is unknown. It was reported this issue occurred sometime between (B)(6) 2015.

Event description:
It was reported the spo2 drops to 16%. There was no patient consequence or impact as a result of the issue. No other details provided.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed continuity tests, no short or open was detected and no intermittent short or open was detected when sensor was manipulated . No lp15 monitor is available in-house for functional testing, therefore tested with a lab radical-7 touchscreen + lab rainbow rc cable + returned sensor + finger. Able to obtain spco, spmet, spo2 & pulse rate values. In addition, tested returned sensor and compared with a lab sensor, and no abnormal spo2 values were observed. The sensor was determined to be functioning as designed.